Event description:
The account stated that a patient sample tested on (B)(6) 2012 generated an architect ca 19-9 result of 97.3 u/ml. The result was questioned as the patient had been diagnosed with pancreatic cancer and results that were generated (B)(6) 2012 were much higher. An initial result at that time was >1200 u/ml with a final result of 154,249 u/ml after performing manual dilutions. The (B)(6) sample was repeated on (B)(6) 2012 with a result of 99.9 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed to determine if the architect ca19-9 assay can accurately detect clinically significant portions of the assay curve. Four levels of an internal panel made from defibrinated human plasma were tested across 3 instruments using architect ca19-9 lot 05026m500. Each level contains a known concentration of the ca19-9 analyte. The results met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect ca19-9 igm reagent package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure section was communicated with the customer. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Accuracy testing was completed to determine if the architect ca19-9 assay can accurately detect clinically significant portions of the assay curve. Four levels of an internal panel made from defibrinated human plasma were tested across 3 instruments using architect ca19-9 lot 05026m500. Each level contains a known concentration of the ca19-9 analyte. The results met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect cmv igm reagent package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure section was communicated with the customer. The investigation did not identify a product deficiency.